Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant procedure. In a follow up, the surgeon reported the unexpected refractive outcome was greater than 0.75 diopters from his target, and based on the postoperative refraction, the lens may not be at the correct axis. The surgeon indicated that the lens did not rotate and is at the intended placement. The surgeon also reported he was not sure if the correct iol or axis was chosen.

Manufacturer narrative:
Eval summary: the product was not returned; lens remains implanted. Results from the product history record review indicated that the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received. (B)(4).